Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The customer reported retrieving required medication from a nearby device. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device's logs after the system update completed. The technical support specialist identified a loss of power event; the device's battery was tested and confirmed operational, faulty power source at site suspected as the cause of the unexpected reboot. Customer requested that a field service engineer inspect power outlets on site, cables, and run further tests to prevent reoccurrence. The work order was cancelled by the customer. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The customer reported retrieving required medication from a nearby device. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2020 to 30-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system went black, a technical support specialist evaluated and found that the unexpected shutdown was due to the onsite power source and not the battery. Restarted the device application and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer stated that the device rebooted and initiated an operating system update. The customer reported retrieving required medication from a nearby device. The nature of the procedure was not disclosed. There was no reported patient or user harm.